Event description:
A surgeon has reported via distributor that a memory lens iol u940a intraocular lens was explanted & replaced due to severe opacification. The lens was implanted in the right eye of a pt in 2000. Opacification was first diagnosed in 2002. The doctor explanted the lens in 2003. No surgical complications were reported. The doctor reported that the lens was replaced with an anterior chamber lens and that the patient's prognosis was good. At follow-up exam in 2003 the pt's best corrected visual acuity was 0,1. No further info is available.